Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system with this right ventricular (rv) lead exhibited an alert indicating that the right ventricular automatic threshold (rvat) test was detected as greater than the programmed amplitude or had been suspended. Technical services (ts) reviewed rvat electrograms (egms) and confirmed true loss of capture (loc). Review of the prior six months of trend data showed variable right ventricular capture thresholds ranging from approximately 1.2 v to 2.6 v, with consistent loc observed on rvat egms. Ts recommended an in clinic lead assessment and programming optimization. This pacemaker remains in service. No adverse patient effects were reported.